Event description:
Customer reportedly received results of 23 mg/dl and 204 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. Customer's meter is not coded correctly. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.